Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, we could not determine if the phenomenon occurred due to a malfunction of the subject device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Describe event or problems: numerous attempts have been made to the customer to obtain additional events, dates, and details regarding the events without success. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a diagnostic cystoscopy procedure, when the doctor was zooming in, the light source on the video system got brighter and nothing could be seen. The issues with the machine started in the beginning of october. The machine was used in the office for cystoscopies. Olympus cystoscopes were attached to the machine. The issue occurred with all scopes. The in-office procedures were completed but with great difficulties. The machine was inspected by a biomedical engineer on a yearly basis. The scopes passed the quarterly inspection. The light source bulb was changed in (B)(6) of 2021. No patient harm reported.